Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occured. The lesion being treated was located in the diagonal (dx) artery. The physician predilated with an 2.5 mm maverick balloon. When the physician attempted to advance the taxus express2 3.00 x 8 mm drug eluting stent it would not cross the lesion. When the device was pulled back, to advance again, it was noticed that a few of the stent struts had come off. The procedure was completed with another stent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The root cause of the complaint incident is unk. Device analysis confirmed the reported complaint. From the condition of the returned device, it is evident that the physician experienced some difficulties during the procedure. The damage present is consistent during the procedure. The damage present is consistent with the reported complaint. The device was returned together with the crimped stent. Visual examinatin of the returned unit found that some of the distal stent struts were slightly damaged, they appeared to have been bent back proximally. No furtehr damage was noted with the returned complaint. This batch has no other associated complaints to date. The shop floor paperwork (sfp) ahs been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The sfp review confirmed that this device met material, assembly, and performance specifications.